Event description:
The customer called philips because at the time of running the self-test the device mistakenly turns off the power. There was no report of patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.